Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the doctor received the empty packaging, he became aware of this event during procedure. Patient did not suffer any impact.

Manufacturer narrative:
Zimmer biomet complaint (B)(4) the following sections have been updated: b4: date of this report. B5: describe event or problem. D9: date returned to manufacturer updated. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) packaging was returned for investigation. Visual evaluation of the as returned product packaging identified the there was no product inside the vial, the seal was identified to be broken with no implant inside. No damages to the external packaging. The outer box, outer vial, traceability labels and IFU. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during the procedure. The conditions of the reported product when it first reached the customer are unknown. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: 'sterility', 'product packaging' & 'insertion procedures (step 3 ¿ remove the inner vial) & (step 4 ¿ remove the implant from the inner vial) DHR review was completed for the subject lot number (1218634). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1218634) for similar events and no other complaints were identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (packaging : incorrect component quantity) or device (tsvb8). Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the conditions of the product when it first reached the customer are unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).